Event description:
The user facility reported that blood was observed leaking from the gas port of the oxygenator at the end of a bypass procedure. It was determined that it was not necessary to change out the unit. The user facility reported that the pt blood gases were normal and the case was completed with no complications.